Event description:
The following was reported to hamilton medical ag: biomed was getting a jtag error during software update, had them pull comm board out and error went away, put comm board in and error returns. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(6).